Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(4). Review of the most recent repair record determined the motor speed was unstable and motor replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that this device was sent for pm only. There was therefore no event, procedure delay, nor patient involvement. Evaluation of the device later revealed that the motor speed was unstable. No adverse events were reported as a result of this malfunction.